Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted because it was coiled up in the pocket in the subclavian area. The physician decided to replace the lead because he was worried about potential damage of the old lead. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces applied during the extraction procedure should be taken into consideration. Furthermore, abrasion marks were found along the lead body. However, the insulation was intact. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead. Subsequent analysis revealed the presence of coagulated blood along the inner coil of the lead which was most likely introduced by means of stylets used during the extraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.